Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) appeared to be depleting more quickly than expected as it changed from twelve years to two years in a period of two years. Data was sent to boston scientific technical services (ts) for their review and recommendations. This ICD was then successfully replaced. No additional adverse patient effects were reported. Device was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) appeared to be depleting more quickly than expected. Data was sent to boston scientific technical services (ts) for their review and recommendations. This ICD was then successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) appeared to be depleting more quickly than expected. Data was sent to boston scientific technical services (ts) for their review and recommendations. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.